Event description:
A report was received that during a suction procedure, the catheter tube became detached from the closed suction system. The catheter tube lodged in the endotracheal tube and was retrieved with forceps. No patient injury or adverse event were reported.